Event description:
Incident date: 08/11/1999. Having a problem with the ground on this machine. A pt was shocked and burned inside her cheek. The dr feels the cause was water seeping in between the sleeve and the head of the handpiece which holds the electrode tip. It happened twice before.